Event description:
It was reported that the procedure was to treat a double vessel disease. The first lesion was 80% stenosed, in the proximal left anterior descending (lad) artery with moderate tortuosity and moderate calcification. The second lesion was in the left circumflex (lcx) with 90% stenosis and calcification. The 3.5 x 18 mm xience v stent was implanted in the proximal lad. As the lcx was tight with calcification, three shorter stents were used (2.75 x 12 mm vision, 2.75 x 18 mm vision, 3.0 x 18 mm vision) to treat the lesion. It was confirmed that the stents were fully apposed to the vessel wall. Immediately after the procedure, excellent flow was attained; however, the patient developed chest pain and experienced a myocardial infarction. The patient went into cardiac arrest; however, the physician could not revive the patient, and the patient died. It was noted that heparin, tirofiban, clopidogrel and aspirin were used during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 2.75 x 12 mm vision (lot# 1011341), 2.75 x 18 mm vision (lot# 1080341), 3.0 x 18 mm vision (lot# 1083141). There were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, and death are listed in the vision coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 2.75 x 12 mm vision was filed under a separate medwatch report number.